Event description:
It was reported that cgm displayed error message 42 during sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform full pump reset, completed reset with support, confirmed that cgm error message did not reappear, and successfully started new sensor session.